Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that there was some minor damage found on lower left front corner of top case and device was also cracked on right plunger case. During syringe and flange sensor testing, the reported problem could not be duplicated. The root cause of the issue could not be determined, as no physical or any damage was found on ear clip or optocoupler. Replaced optocoupler as preventive measure. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that there was a syringe flange sensor failure. No patient injury was reported.